Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device was fractured at the base and the hex head remained in the inserter frame. The device exhibited wear and tear that was indicative of successful usage throughout its field age. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00875706201 ¿ shell ¿ 63612420; 00625006525 ¿ bone screw ¿ 64095270/ product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip procedure, the threads of the screw of the impactor sheared off during insertion of shell. Attempts have been made and additional information on the reported event is unavailable at this time.